Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient lost to follow up, presented asymptomatically for a routine device check. The pulse generator exhibited back up vvi operation. The device was explanted and replaced on (B)(6) 2013.